Event description:
It was reported that the customer was hospitalized and treated for diabetes ketoacidosis. The blood glucose reading at time of the call was 300 mg/dl. The nurse requested assistance to make sure the settings in the insulin pump were still programmed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.